Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient had their ins replaced because they fell on their butt in (B)(6) 2017 and their stimulator broke. No further complications were reported/are anticipated.